Manufacturer narrative:
Per the clinic, it was confirmed that the infection is not device related. The patient underwent a revision surgery (date not reported) to replace the implant magnet. This report is submitted on march 01, 2022.

Manufacturer narrative:
This report is submitted on oct 19, 2021.

Event description:
Per the surgeon, the patient experienced an infection at the implant site causing the magnet to migrate. There are plans to replace the magnet. The implant remains in-situ. Further information is being sought from the clinic regarding the treatment of the infection.